Event description:
Event description cpi received information that this implantable pulse generator (ipg) was explanted due to early battery depletion.

Manufacturer narrative:
Event conclusion: premature battery depletion was confirmed by analysis. The cause of the premature battery depletion was isolated to excessive operating current within the device, however the cause of the excess current could not be determined as the device began to operate normally during the analysis.